Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No rewind anomaly noted. No motor error alarm or no excessive no delivery alarm during our testing and the motor was tested outside of the device and passed. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a motor error alarm and high blood glucose levels. The customer's blood glucose level was 400 mg/dl. The customer treated manually. During troubleshooting, the customer attempted to rewind the device and the rewind loop kept alarming motor error. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.